Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). During an right ventricular (rv) lead revision, infection was discovered in the pocket, so the system was explanted. No additional adverse patient effects were reported.